Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial broach instrument broke during surgery when it was used with the wrong tibial plate.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause for the broach fracturing is that the surgeon misidentified an incompatible sizing plate, and then assembled them together, and followed with the impaction step of the procedure. The mechanical incompatibility likely caused the broach to break. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.